Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter questioned the results of multiple patient samples tested for multiple assays on a cobas 6000 c (501) module. Discrepant results were provided for 1 patient sample tested for ureal. The initial result was 0 mg/dl. The repeat result was 55 mg/dl. "Some" of the samples were accompanied by data flags prompting the customer to repeat patient samples. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) did not identify a cause for the event. The fse cleaned the sample line assembly and all mechanical instrument checks were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.